Event description:
Customer experienced bad burning and redness of the eyes, went to the doctor and was given eye drops to clear the redness. Pt admitted not allowing their lenses to soak for six hours before they inserted them into their eyes and not reading the instructions for use.